Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that for the two days prior to calling adc customer service on (B)(6) 2015 she was unable to check her glucose because the freestyle lite test strips she was using were "not taking the blood" and she was hospitalized. No further information was provided by the customer as she disconnected the call during troubleshooting. Attempts to contact her in follow-up to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1508207) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.